Event description:
On (B)(6)/2009, pt reported that his infusion device displayed an e6 mechanical error then would not power on. Pt stated, infusion device originally display an e11 (set not primed) alert. He reported when he attempted to prime, the e6 (mechanical error) displayed on the infusion device. Pt reported he changed to a new battery but the infusion device display was black. He stated, he pressed the buttons on the device but there were no beeps. Had pt insert a different new battery, but the device screen remained blank. Pt was away from home without his backup infusion device but had an alternate insulin therapy with him. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.